Event description:
It was reported the parkinson¿s disease patient¿s right lead was replaced on (B)(6) 2011 for an ¿unknown¿ reason. The cause of the event was not determined. The patient was ¿well¿ at the time of report. No further information was available at the time of initial report. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# 0203791373, implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: lead. (B)(4).